Event description:
The customer reported two instances of leaking where the texium fused tubing connects to a low sorbing primary set below the alaris pump. Treanda bendamustine 45 mg/0.5ml at 500ml/hr was infusing as a secondary infusion at the time of the leak. The leak was minimal, and there was no patient harm reported.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned. No investigation was performed.